Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in thailand. It was reported that the ¿head error¿ occurred on the rotaflow console during testing. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). It was reported that the ¿head error¿ occurred on the rotaflow console. The failure occurred during testing. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) and the reported "head error" could be confirmed. The customer confirmed not to order any repair of the device at this time. The rotaflow console and drive are out of use. Based on these investigation results the reported "head error" could be confirmed. The "head error" is most probably caused by: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Rotaflow console: the review of the non-conformities has been performed on 2024-04-29 for the period of (B)(6) 2019 to (B)(6) 2024. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2019-01-24. Rotaflow drive: the review of the non-conformities has been performed on 2024-04-29 for the period of (B)(6) 2018 to (B)(6) 2024. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced in 2018-04-24. For the affected serial numbers within the timeframe of the search no additional complaints were found for the same issue. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Other wise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.